Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a broken image sensor unit, the internal charged coupled device (ccd) unit was found damaged. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image on the monitor when a temporary electrical connector was attached. When the light guide tube was manipulated, there was flickering and lines. The no image was caused by damage to the charge coupled device. In addition, the control body had minor scratches. The scope connector had minor scratches and dents. The label on the body control unit was incorrect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no video image with the evis exera ii bronchovidescope during preparation for use. There was no report of patient harm associated with this event.